Manufacturer narrative:
Unique device identifier: (B)(4). The complaint device was returned. The reported separation was confirmed although physical resistance and device operates differently than expected could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to the patients anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion, in the left anterior descending coronary artery. The balance middleweight (bmw) guide wire was advanced, and although there was no real resistance, the guide wire was torqued multiple times as it was difficult to find a way to cross the target lesion. Once the guide wire was in place, when manipulating the guide wire, the torque transmission was not as it was supposed to be. It was suspected something was wrong and the guide wire was retracted in the guiding catheter. It was then noted that the guide wire had separated when it was in the guiding catheter, since no guide wire segments were left in the patient's anatomy. The guide wire segments were removed with the guiding catheter. There was no resistance during removal of the guide wire. A non-abbott guide wire was used to complete the procedure without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.